Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: date of submission 9/2/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/08/2016 with the following findings:.call service 054-0001 alarm observed in the black box and alarm history. Blank display at power up with audible and vibe. Unable to test any button due blank display. Bolus button cover detached/missing. Opened pump. Moisture inside all internal pump. Moisture corrosion on all boards. Blank display due moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.